Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of lo blood glucose test results. Expected non-fasting blood glucose test result range is 90 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 05/26/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: lo (B)(6) 2015 07:24 pm fasting:no, 87mg/dl (B)(6) 2015 02:38 pm fasting:no, 65mg/dl (B)(6) 2015 01:46 pm fasting:yes, 108mg/dl (B)(6) 2015 06:56 pm fasting:no, 76mg/dl (B)(6) 2015 12:50 pm fasting:no. Adverse event not reported.